Event description:
The balloon did not inflate. Investigation of the returned device on (B)(6) 2015 found three holes in the balloon chamber: in the proximal balloon chamber a pinhole leak was noted in its distal section; two holes were also found in the distal balloon. A pinhole leak in its distal section just proximal of the distal marker band and a football shaped hole over the proximal marker band.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.